Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified multiple hardware issues. The buffer syringe had build-up, the wash syringe was leaking, sample syringe was loose, waste tube was plugged and there were bubbles in the buffer syringe and ref block. The fse replaced multiple parts including the s syringe, r syringe, buffer syringes, ref electrode, ise tubing 1, ise tubing 2, ise syringe case, block 2 for ref electrode the fse flushed and cleaned waste tube and unplugged tubing, cleaned ref blocks, waste, inlet and mixer assemblies and sanded the rust off of the ground for cell 2. The fse ran ise calibration and qc with no further issues. The customer ran patient samples and obtained results considered correct. The fse verified instrument performance and the issue was resolved. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic ise (ion selective electrolyte) patient results and erratic quality control (qc) issues on their au5800 chemistry analyzer. The erroneous patient results were not reported out of laboratory. There was no affect to patient treatment in connection to the event. Qc was within the laboratory¿s established ranges prior to event. The customer did not provide data for review.